Event description:
It was reported that the customer experienced loss of continuous glucose monitoring data on the ilet while the dexcom g7 sensor continued to display readings in the dexcom app, indicating a pairing or communication issue between the cgm and the pump. Symptoms included no ilet cgm readings. Outcomes included no reported adverse health effects and no medical intervention or hospitalization. Investigation included remote troubleshooting and education to disconnect, restart, toggle bluetooth, and re-pair the dexcom g7 to the ilet, followed by observation for reconnection. Investigation of this case revealed a cgm not paired to the ilet with signal loss limited to the pump interface, consistent with a communication or pairing malfunction of the cgm interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure consistent with pairing disruption.